Manufacturer narrative:
Product complaint # b)(4). Date sent to the FDA: 4/29/2026 h6 component code: g07002 - device not returned h6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ were there any unexpected outcomes or complications as a result of the prolonged surgery time? No! ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? No! H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show single barrier folder labeled as pvp product code, batch number umbbhwe0, expiration date 2026-10-31. In the following images, the bad mesh is seen and covered with body fluids. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and mesh was used. It was reported that the mesh crumbled apart as soon as we tried to insert it into the patient, and we couldn't use it. There were no patient consequences reported. Additional information was requested.